Event description:
It was reported that the caller could not adjust stimulation. There appeared to be a power-on-reset condition present. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient was instructed how to clear the por message, and was able to successfully recharge their device. It was stated the patient was receiving adequate coverage from one of the leads, but not from the other. The patient was scheduled to meet with his hcp to discuss possible revision of the lead.

Manufacturer narrative:
Programmer: model 37743, serial# unknown.